Event description:
The customer stated that he was hospitalized due to a heat attack. The customer's doctor attributed the cause of the heart attack to hyperglycemia. The reported blood glucose reading was 700 mg/dl. Troubleshooting was performed, and the prime test passed. A tubing clamp was not available to perform the high pressure test. Since the event the customer has continued to use the insulin pump and his blood glucose levels have been normal. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.